Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient complained of heart racing during carelink transmission and did not complete the transmission due to that feeling. It was discussed that pacemaker syndrome may be the sensation the patient is feeling with the pacing at 85 beats per minute. The device remains in use. No further patient complications were reported as a result of this event.